Event description:
Boston scientific crm received information that this lead was explanted due to system infection; approximately 1.5 years post implant. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not intended to be returned for laboratory analysis.